Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported a needle mechanism failure was reported.

Manufacturer narrative:
Device received not deployed with the slide insert not visible through the viewing window. Data downloaded from the device indicates a rotational sensor malfunction during the priming sequence prevented the device from completing enough priming pulses to deploy. Otherwise, no damages or defects were noted. The needle mechanism was reset, ratchet gear manually advanced, and the device successfully deployed. Although no issues were noted that would result in a needle mechanism failure, the cause of the reported event could not be conclusively determined.